Event description:
Patient underwent a vaginal mesh repair-anterior prolift procedure- with tvto sling in 2009, without significant complications. Postop she had difficulty voiding and has been performing self catheterization x 4weeks. This is slowly improving. Today she is noted to have disruption of the anterior vaginal incision with exposure of mesh of 1.5 cm. This is asymptomatic and might require surgical revision. Dates of use: 2009. Diagnosis or reason for use: pelvic organ prolapse.